Event description:
It was reported that the spinal cord stimulation system was working any more. The pt experienced lack of effect and no stimulation. A technician monitored the system and found that the lead was 'faulty'. No lead fracture was seen in an x-ray (date not reported). The lead was replaced and the pt had good stimulation coverage and good pain control. The hcp reported the pt outcome as 'no injury'.